Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed itchy skin while wearing the lifevest. The patient reported scratching his skin until it bled. The patient was given benadryl by rehab facility staff but reported that it did not help. The patient was also remeasured and given better fitting garments. Follow-up attempts were unsuccessful and the outcome of the skin condition is not known.